Event description:
Opened box of 5, found one sealed and broken inside with lots of metallic residue and screw loose. Pictures embedded in this report. Manufacturer response for wound debridement device, pulsavac plus wound debridement system (per site reporter): requesting rga and mailer for return.